Event description:
Customer reported that after the repair ((cleaning and xenon lamp replacement), the light source turns off due to overheating). There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The fse (field service engineer) repaired the device at the customers site. Service repair reported that the device was found extremely dusty. The fan for cooling the xenon lamp removed, cleaned and the dguv v3 test performed. Service repair noted the device is cleaned and ready for use again. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined onsite by the field service engineer (fse) that the phenomenon of ¿light source turns off¿ was due to excessive heat resulting from the accumulation of dust on the fan. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.